Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation. However, baxter received a photo of the sample for evaluation. The reported condition of tangled tubing was confirmed via photographic evaluation. The root cause was determined to be an incorrect amount of coil turns and the filling technique. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that a coiled tube infusor had tangled tubing during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.